Event description:
Small sliver of a disposable trocar broke off into the abdominal cavity of a female pt undergoing tubal ligation. Rptr said the physician noticed a small piece of the trocar missing as he removed the instrument. An attempt to find the sliver inside the abdominal cavity was unsuccessful. She said the instrument was made of a fiberglass-type substance. The size of the sliver was between 1/8 and 1/16th of an inch.